Manufacturer narrative:
The reported event of "the platform continuously displaying error message ua07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing, but not in the archive data. The potential root cause maybe defective load cells or damage sustained due to mishandling. Visual inspection of the returned platform revealed damage to the front and the bottom covers, unrelated to the reported complaint. The root cause of the physical damage was determined to be user handling. A review of the autopulse platform archive was performed, and it showed no ua07 occurred on the reported event date of (B)(6) 2019, thus, not confirming the reported complaint in the archives. However, the archive showed multiple user advisories to have occurred on the reported event date, but they are unrelated to the reported complaint. The archive showed ua02 (compression tracking error), ua45 (not at "home" position after power-on/restart), and ua01 (low battery warning). User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Ua01 indicates that battery needs to be charged because less than 5 minutes of battery voltage is left. During functional testing, upon powering up the platform, ua07 was displayed. Therefore, the reported complaint was confirmed. Following service, including replacement of both load cells and both front and bottom covers, the platform passed all the testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4)..

Event description:
During set up and lifeband placement, the autopulse platform system continuously displayed error message ua07 (discrepancy between load 1 and load 2 too large). As per customer, when the platform was turned on, the drive shaft remained in the middle and didn't move as expected. No patient involvement.